Event description:
It was reported that the lead had fluctuating impedance reaching as high as greater than 2500 ohms, to stable impedance the past month. The lead is typically used to pace the ventricle, but it is currently inserted into the atrial port. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.